Manufacturer narrative:
Information received a smiths fluid warming/level 1 hotline low flow systems - hl-390 complaint of leaking was confirmed upon filling tank and powering on device. The physical condition of device revealed float switch material peeling, pump was very noisy, enclosure was cracked at the water tank; which caused he leak. Both covers were cracked along with pole clamp handle was broken. The device action repairs included: replaced the enclosure and water tank cover to correct the reported primary problem. Replaced pump, float switch, both covers and pole clamp. Preventative maintenance and calibration completed for the device.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 was leaking. No patient adverse events reported.